Event description:
It was reported that impedances were greater than 40,000 ohms on the left extension. It was noted that the patient had less control of parkinson¿s symptoms on the right side of their body. It was noted that at the revision, the health care provider removed the extension out of the implantable neurostimulator (ins) and placed it back into the ins, in order to see if that would fix the high impedances. It was noted that impedances remained high after this was done. It was noted that the old extension was removed and a new extension was implanted. It was noted that impedances were all within the normal limit after the extension was replaced. It was noted that there was no patient injury at the time of this report. Additional information received reported no new information.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: extension: product ID 3387s-40, lot# v367296, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v327567, implanted: (B)(6) 2010. Product type: lead: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 254990001, implanted: (B)(6) 2010. Product type: accessory: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4). Analysis of the extension, serial number (B)(4), found that the conductor was broken within 10 centimeters of the connector area.